Event description:
An ultraflex covered esophageal stent was used in a stent placement procedure (patient age, gender and weight unk) in late 2007. According to the complainant, "the prosthesis did not deploy completely because the delivery system got stuck. The procedure was completed with a second ultraflex covered esophageal stent." At the conclusion of the procedure, the pt's condition was reported as "stable."

Manufacturer narrative:
Note: the event, as originally reported, did not indicate a reportable malfunction; however, evaluation of the returned device is consistent with an MDR-reportable malfunction. This MFR report is being submitted based on these eval results. A visual examination of the returned device confirmed that the stent was partially deployed and there were no issues noted with the delivery system. The cause of the partial deployment is unk. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been reported for the lot. The january 2008, 15-month ultraflex esophageal stent product family complaint trend report for this failure was reviewed; no unfavorable trend was noted.